Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2021. Customer¿s blood glucose level at the time of hospitalization was 1200 mg/dl to 1400 mg/dl. Customer was treated with intravenous insulin drip and manual injections for high blood glucose. Customer¿s another blood glucose level was 243 mg/dl, 613 mg/dl and 733 mg/dl. Customer stated that they were having symptoms like muscle ache and abdominal pain. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer alleges pump was under delivering because treating but blood glucose stayed high. Customer was assisted with troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.